Manufacturer narrative:
Customer reported that the initial result was run incorrectly by the operator and would like to void the complaint. Root cause is unknown.

Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lx 20 clinical chemistry system generated suppressed results for hemoglobin hb2, a1c2. Customer reported that the second run produced 6.0 g/dl for hb2 and suppressed result for a1c2. Customer reported that the third run using a 1:100 manual dilution produced 10.57 g/dl for hb2 and 0.47 g/dl for a1c2. Customer reported that the fourth run using a 1:200 manual dilution produced 12.36 g/dl for hb2 and 0.52 g/dl for a1c2. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment.